Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0226339892, implanted: (B)(6) 2024, explanted: (B)(6) 2024, and product type: catheter. Product ID: 8781, lot# 0223157936, implanted: (B)(6) 2022, explanted: (B)(6) 2024, and product type: catheter. H3: analysis of the catheter component with lot number 0226339892 identified damage to the transition tubing. Analysis of the catheter component with lot number 0223157936 identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (dose and concentration unknown) via implanted infusion pump. It was reported that the patient continued to have big residual volumes of the drug remaining in the reservoir of the new synchromed iii pump (see manufacturing report # 3004209178-2024-07766 for previous reported volume discrepancies with previous pump (serial number: (B)(6) and pump segment of catheter (serial number: (B)(6) the hcp decided to replace the whole catheter with a new one. Up to this intervention, the patient had implanted a spinal part of 8781 catheter (serial number: (B)(6) and a pump part of a catheter 8781 (serial number (B)(6). These portions were replaced with a new one. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The catheter was the only device in question, not the pump for the big residual volumes. It was unknown if the issue resolved at time of report, 2024-may-13. There would be more information when a new refill of the pump would be performed and the data regarding the residual volume would be obtained. The patient's age and weight were asked, but would not be made available. The patient's medical history included spastic tetraparesis. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0226339892; implanted: (B)(6) 2024; explanted: (B)(6) 2024. Product type catheter pro duct ID 8781 lot# 0223157936 implanted: (B)(6) 2022; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-mar-2025, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 28-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the expected volume received was 36 ml and the actual volume received was 32 ml. It was reported that on (B)(6) 2024 the lioresal dose was 200mcg/ml at 2000mcg/ml. From (B)(6) 2024 the dose had been adjusted four times. Finally, the dose was 470mcg in flex mode, concentration 2000mcg/ml. On (B)(6) 2024 the whole ascenda 8781 catheter was replaced. The dose was set to 370mcg/ml, concentration 2000mcg/ml. Additional information was received from a company representative on (B)(6) 2024 reporting that the previous volumes were reported incorrectly. The expected volume received was 32 mls and the actual volume received was 36 mls.